Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted lobectomy, the device was not able to fire. There was poor staple formation - just the first third of line was fired and staplers were opened. The distal staple line was incomplete - actual line was incomplete after the first move, and a new line made with other device. The device had cracking voice in the first third of firing, and handle didn't fire in the next movement. A surgical intervention was needed to prevent a permanent injury - during the procedure has to treat the damaged trachea tissue with another stapler. The event leaded to the extension of the patient hospitalization by 1 day. There was a temporary injury - damaged trachea, at the line of staple. It was temporary, because new line proximally from damaged line was made, and it closed trachea. There was tissue damage. The surgical time extended by more than 30 minutes. Another device was used to resolve the issue and complete the case.